Event description:
It was reported the lead was replaced due to inappropriate therapies. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: no anomalies found; full lead returned and analyzed.